Event description:
It was reported that during an iliac dilatation procedure of a stenosed artery, the catheter balloon burst. The catheter was removed & replaced to successfully complete the procedure without patient injury or further complications being reported.